Event description:
The following maude ae was reported by an unknown patient on (B)(6) 2009, event key (B)(4). Event date: (B)(6) 2008. Event type injury patient outcome required intervention; other. Event description: I was sold the kit to put electric stimulus to the muscles. I tried it and received a severe shock. I tried it on my husband and he was shocked so bad, his arm is still hurting from last year. The company called me last week to see if it helped me and said it must have a live wire in it. This is dangerous. Dates of use: 2008. Diagnosis or reason for use: bad fall, back pain. (B)(4) as the distributor of the device, was not contacted by the patient filing the MDR, and to our knowledge, there was no contact to the device manufacturer at the time of the incident or report. The information was provided to the device manufacturer at the time, (B)(4) became aware of the maude report. (B)(4) will assist the manufacturer in efforts to locate and retrieve the device. And investigate the complaint.